Event description:
It was reported that the patient presented to the emergency room after experiencing syncope and fainting. The patient would be scheduled for a device replacement.

Manufacturer narrative:
No medwatch form was received.